Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit overheated and turned itself off. Therefore, there was a thermal event.